Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause for the patient¿s peritonitis can not be identified. However, the patient¿s pd nurse stated it is suspected the patient caused a breach in aseptic technique during the pd exchange which is a well established risk factor for a peritonitis infection.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was in the hospital with peritonitis. Upon follow up, the pdrn stated the patient was hospitalized on (B)(6) 2023 with symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture obtained which has grown gram negative bacilli (organism not provided). The patient is being treated in the hospital with unknown antibiotic therapy. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient is recovering but remains in the hospital at this time. The pdrn stated the patient did not have any fluid leaks or any issue with fresenius products in relation to this event. The pdrn suspected the patient may have broken aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause for the patient¿s peritonitis can not be identified. However, the patient¿s pd nurse stated it is suspected the patient caused a breach in aseptic technique during the pd exchange which is a well established risk factor for a peritonitis infection.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was in the hospital with peritonitis. Upon follow up, the pdrn stated the patient was hospitalized on (B)(6)2023 with symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture obtained which has grown gram negative bacilli (organism not provided). The patient is being treated in the hospital with unknown antibiotic therapy. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient is recovering but remains in the hospital at this time. The pdrn stated the patient did not have any fluid leaks or any issue with fresenius products in relation to this event. The pdrn suspected the patient may have broken aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.